Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the oxygen content of the o2 icon was different from the oxygen content of the fio2 slide bar. The o2 icon on the central control monitor indicated 30% when 21% of the oxygen content was set up in the fio2 slide bar. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.